Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). There were two target lesions located in the proximal circumflex artery and obtuse marginal (om) branch. The physician used a runthrough guide wire and finecross catheter to access the lesion. The runthrough wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed ten runs at low speed to cross the proximal lesion and an additional two runs to successfully treat the proximal lesion. The physician treated the distal lesion by performing three runs at low speed. The oad was removed and angiography revealed a perforation in the om branch. The physician advanced a 2x12mm balloon across the perforation and inflated it for three minutes to resolve the perforation. Requests for additional information were made, but were denied by the facility due to internal policies.